Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in with the password and was constantly locked out. A technical support specialist accessed the application server and confirmed that the user account was locked. The specialist advised the customer to contact the hospital information technology team to unlock the account. After unlocking, the issue persisted, so the specialist reviewed permissions and logs, identifying that the synchronization account ID was still incorrect. The specialist instructed the customer to notify the active directory team to remove and re-add the user to the directory. The case was closed after these steps. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis user cannot login with password and unable to authenticate even after password reset. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.